Event description:
Surgeon was ex-planting a tibial nail and the extraction screw pulled out of the nail. Surgeon attempted to use another extraction screw to remove the nail and it also pulled out of the nail. Surgeon did not remove the tibial nail.

Manufacturer narrative:
Additional info requested. Subject device is an instrument and is not implanted: synthes is unable to determine the MFR date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.